Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Swelling was reported. Bone quality at the time of implantation was type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved.